Manufacturer narrative:
This report is filed on may 20, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit. It was determined that the electrode array was not in the cochlea. The patient underwent revision surgery on (date not reported), to reinsert the electrode array into the cochlea.